Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
(B)(4). Reason for original complaint - litigation papers allege the patient experienced pain, stiffness, discomfort, popping, and weakness, which in turn negatively affects the patient's mobility and quality of life. Papers also allege excessive levels of chromium and cobalt blood levels. *update (10/23/2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update rec'd 10/12/2015 - patient was revised for pain. Metallosis was found in and around the trunion region. A sleeve is being added for pain, and a stem for the metallosis found around the trunion.